Event description:
It was reported during a thr the blue plastic piece of a polarcup head/liner inserter is cracked. Procedure was finished with the same device, no delay reported. No patient harm reported.

Manufacturer narrative:
H3, h6: it was reported during a thr the blue plastic piece of a polarcup head/liner inserter is cracked. Procedure was finished with the same device, no delay reported. No patient harm reported. The complaint device, intended for use in treatment, was not returned for investigation. Hence the reported issue could not be confirmed. Two additional complaints of the same batch were reported so far with a reported failure mode of a broken instrument. However, a batch size of 1000 pieces was produced. The additional two complaints are therefore not an indication for a manufacturing related issue with this batch. A review of the batch record revealed no deviations during the standard manufacturing process that could have contributed to the reported issue. There is no indication that the device failed to match specification at the time of manufacturing. Since the complaint device was not returned, the root cause of the reported issue cannot be determined. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. The need for corrective action is not indicated. Should the complaint device become available, the complaint will be reassessed. Smith + nephew will continue to monitor this device for similar issues.